Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have been changing the battery almost every day. The customer states the device beeps and he changed the battery. The customer's blood glucose level at the time of incident was unknown. The customer states they have tried a replacement battery cap, but issues persist. The customer declined to troubleshoot for off no power anomaly. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and the operating currents are within specifications. No unexpected low battery alarms or off no power anomalies were noted. No cosmetic damage noted.